Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during a vasopressin infusion. The patient was receiving versed and vasopressin via two separate novum iq syringe pumps beginning at 07:26. A downstream occlusion alarm occurred during the 360/60 handoff. The oncoming registered nurse (rn) traced the lines and discovered that the vasopressin line was fully clamped. The clamp was cautiously released while closely monitoring the syringe and the patient¿s vital signs. The vasopressin was on a 5 ml syringe with a vtbi of 5.12 ml and a displayed volume infused of minus 0.121 ml, which did not correlate with the approximately 4 ml remaining; the infusion had been stopped at 22:24, restarted at 00:37, and the syringe changed at 01:16. The medical team was notified, and incoming staff were instructed to closely monitor vital signs and urine output (an unspecified negative medical impact was reported). No additional information is available.

Manufacturer narrative:
Additional information was added to h6. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.